Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the display screen went black with an error message and did not work, as well as that its printer did not work, and the hard drive was therefore reconfigured and the software reloaded, and the broken printer drawer was also replaced. It was additionally noted that the printer made noise when printing so the printer was replaced. Analysis also found the hard drive health to be at 99% so it was replaced as a preventive and that its power supply and system fan were noisy and both were replaced. (B)(4).

Event description:
It was reported that the programmer screen went black with an error message and did not work. It was also noted that the printer was not working. There was no patient involvement.